Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16-feb-2026, it was reported by a sales representative via (B)(4) that an ar-9545-t15-h torque indicating adaptor broke apart while it was being disconnected. This was discovered during the case with no patient harm.